Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable elecsys tsh assay and elecsys ft4 ii assay results for one patient from cobas 6000 e 601 module serial number (B)(4) and from a cobas 8000 e 801 module compared to the result from an abbott architect. This medwatch is for ft4. Refer to the medwatch with patient identifier (B)(6) for the tsh assay. The results were reported outside of the laboratory but the patient's endocrinologist did not believe the tsh result. There was no allegation of an adverse event. The serial number of the cobas 8000 e 801 module was requested but was not provided.

Manufacturer narrative:
Sample from the patient was submitted for investigation. No interfering factor was found. The investigation did not identify a product problem. The cause of the event could not be determined.